Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the balloon catheter was prepared for use inside of the patient anatomy. The instructions for use states: fill an inflation device or a syringe with the diluted contrast medium, connect to the inflation port of lure. Open stopcock to balloon; pull negative for 30 seconds; release to neutral for contrast medium fill. Close stopcock to balloon; purge inflation device / syringe of all air. Repeat steps until all of the air in the balloon has been displaced by the diluted inflation medium. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a guide wire was placed, and an armada 14 balloon was advanced to treat below the knee (btk) via left femoral approach, but the balloon was ruptured on first inflation at 10 atm. No resistance was felt during advancement or removal. The procedure was completed with a same sized non-abbott balloon. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure.